Event description:
The 14fr. 1.0cm burst. It lasted months. They received the 14fr. 1.5cm. It burst. Both sides blew out. They had another one burst 4 days later. The pt woke up without a button and bed was full of milk.